Manufacturer narrative:
H10 h3, h6 the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. The information provided states ¿during a meniscus repair, while deploying t1, the t1 and t2 implants of the "fast-fix 360 curved needle" were deployed at the same time¿. Visual assessment showed a bent delivery needle. Depth limiter was cut to the surgeon desired length. Ts remain on delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.

Event description:
It was reported that, during a meniscus repair, while deploying t1, the t1 and t2 implants of the "fast-fix 360 curved needle" were deployed at the same time. As a result, both implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.